Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. Because the sensor was not returned, investigation could not be completed. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. The transmitter was removed prior to removing the sensor pod. The dexcom g5 mobile continuous glucose monitoring system states: do not remove the transmitter before removing the sensor pod from your body.